Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. Because the handle of the needle broke while performing transeptal puncture (the proximal part of the device outside of the patient, a pericardiac effusion occurred and a pericardiocentesis was performed to stabilize the patient. Because the patient was fine, the physician decided to continue the procedure with a 2nd needle. The procedure was completed and the patient is fine.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One brk transseptal needle was received for evaluation. The needle stopcock assembly was detached and not returned. Visual inspection revealed the needle had been bent in multiple locations. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle damage could not be conclusively determined. The cause of the cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.